Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient thought that his stimulator lead has broken as it will only work if he gets into strange positions. There were no patient symptoms or complications reported.